Manufacturer narrative:
After further review of additional information received. (H3) the evaluation noted that revision reported was likely the result of a combination of a post traumatic event which resulted in the patient falling ¿heavily on both knees.¿ progressive instability, and third body wear, which led to wear of the polyethylene insert. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause associated with the reported event of "post traumatic event" is associated with an event that damages the device, such as a fall, car accident, or other event that does not appear to have been caused by the device or the implantation of the device.

Manufacturer narrative:
Concomitant medical products: 4" trocar, mod hex 2 pk (cat# 201-78-87 / serial# (B)(4) ) 3" trocar, hex 2pk (cat# 201-78-80 / serial# (B)(4) ) holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4) ) 3" trocar, hex 2pk (cat# 201-78-80 / serial# (B)(4) ) 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4) ) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5 months postop the initial right tka, the right knee was revised due to knee instability. On examination increase poly wear was found, new 9mm cr neutral insert was implanted. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.